Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter was placed for an abscess drain when leaking after was noticed around the hub. The device was removed after about five minutes and a like device was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the dimensional verification, functional testing, complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the product was in two pieces with biomatter present on the device. No other surface damage was noted. The number of threads visible between the mac-loc hub and connector cap was measured and found to be outside of specification. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and connector cap. Additionally, a document based investigation evaluation was performed. Review of device history record shows no nonconforming events which could contribute to this failure mode. A review of complaints from the same lot was conducted and found no reported complaints associated with this lot number. Based on the document review and the device failure analysis, the actual root cause for the used catheter was found to be manufacturing related. The assembler did not follow the manufacturing instructions to check that the appropriate number of adapter threads were showing for the given french size device. The appropriate personnel have been notified and retrained. Additionally, measures have previously been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Investigation ¿ evaluation. A review of the dimensional verification, functional testing, complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the product was in two pieces with biomatter present on the device. No other surface damage was noted. The number of threads visible between the mac-loc hub and connector cap was measured and found to be outside of specification. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and connector cap. Additionally, a document based investigation evaluation was performed. Review of device history record shows no nonconforming events which could contribute to this failure mode. A review of complaints from the same lot was conducted and found no reported complaints associated with this lot number. Based on the document review and the device failure analysis, the actual root cause for the used catheter was found to be manufacturing related. The assembler did not follow the manufacturing instructions to check that the appropriate number of adapter threads were showing for the given french size device. The appropriate personnel have been notified and retrained. Additionally, measures have previously been initiated to address this failure mode per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.